Event description:
Reportedly, the subject programmer software cannot be upgraded: error messages are displayed during the software installation.

Event description:
Reportedly, the subject programmer software cannot be upgraded: error messages are displayed during the software installation.